Manufacturer narrative:
The technician replaced the straight pendant cable with a coiled pendant cable to resolve the issue.

Event description:
The technician alleged that the pendant wire was pulled beyond its limits and bare wires are exposed. No patient impact.